Event description:
It was reported that the device had keypad issue. It gave error 130.6020. Keypad had been replaced, but the error came back. Device flickers powering down & goes back to the main screen. Powers down after multiple attempts. Pressing exit does not always work in service mode. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: see manufacturer narrative.

Manufacturer narrative:
Per (B)(4). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had keypad issue. It gave error 130.6020. Keypad had been replaced, but the error came back. Device flickers powering down & goes back to the main screen. Powers down after multiple attempts. Pressing exit does not always work in service mode. There was no patient involvement.